Event description:
It was reported that a prismaflex tpe 2000 set c was damaged which resulted in a leak. This issue was further described as, ¿the pipeline leak found during precharging:, broken¿. This event was observed during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the photo of a tubing multi connector, no leakage was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.